Event description:
It was reported that the patient's artificial urinary sphincter was broken. The patient experienced retention prior to activation. Two months after implant, the cystoscopy showed a small portion of cuff extrusion. The cuff was removed. A new system was requested now that the patient had recovered.